Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 curved tip stapler instrument fired an incomplete line of staples on vascular tissue which led to 400ml of unexpected bleeding. A white reload was in use at the time of firing on a branch of the aorta going into the right lower lobe pulmonary sequestration. The system generated an error that tissue was too thick. The surgeon stated no tissue irregularities were noted. The surgical team made a new incision and placed another trocar to utilize a laparoscopic grasper to control anticipated bleeding. The sureform 45 curved-tip stapler was then released with the surgeon controls. Bleeding occurred after the stapler was released. The operating room (or) staff suctioned the blood from the field. The customer used a backup sureform 45 curved-tip stapler with a new white load to complete the fire. The technical support engineer (tse) uploaded error logs and noted no other errors. The procedure was completed robotically.

Manufacturer narrative:
The sureform 45 curved-tip stapler and two white reloads were received and evaluated by failure analysis. The sureform 45 curved-tip stapler instrument was fully functional. There was no problem detected. The first sureform 45 white reload was received, used and fired. Visual inspection displayed signs of physical damage to the knife. The reload blade was found to have mechanical indentations. There was no cartridge damage observed. The second sureform 45 white reload was received still in the jaws of the sureform 45 curved-tip stapler. The reload was found to have the knife exposed within the knife track, which confirms a firing failure. The reload blade was inspected and found to have mechanical indentations. The reload was also found to have cartridge damage. The stapler logs for this event were reviewed. A partial fire was observed. No other relevant errors were observed. .